Manufacturer narrative:
On july 4th, 2019 a field service engineer (fse) visited the site and determined problems existed with the instrument. The fse replaced the rinse pump; adjusted the y belt tension and adjusted the shake gap. After successfully running qc and samples, the instrument was returned to the customer. On july 5th the customer reported that the problem was not corrected. On july 8, 2019 a field service engineer replaced the robot y motor and adjusted the y belt tension. The fse also completed the 6 months preventive maintenance. After running qc and samples successfully, the instrument was returned to the customer for use. On july 9th the customer reported the issues had not been corrected. On july 10th, a field engineer replaced the robot arm and successfully ran a robot position verification. He adjusted the shake gap. He verified the y belt tension. Ran qc and all was successful. The issue was corrected and the instrument was turned over to the customer. We are not aware of any further false negative results from this instrument. The internal MDR number is (B)(4).

Event description:
On (B)(6) 2019, a customer reported a monoclonal failure/invalid result (rh positive) on an echo instrument.